Manufacturer narrative:
H3: product analysis verified reported issue and duplicated: the wired connection configuration is intermittently failing. Main board is defective and requires replacement. Patient interface clip is broken and must be replaced. The two internal batteries are over 2 years old and should be replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after case representative was testing the device and was able to reproduce the disconnection issue. Also, received a "patient interface fault detected" notification. There was no patient involved.